Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual product involved with the incident reported will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot or needle lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Sixteen (16) device history records were reviewed. There were no non conformance's issued for these lots. Finished goods products were rec'd into inventory without quality issues. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. As of the day of this report, information has not been rec'd from the supplier. The needle supplier has been made aware of this complaint for a continued investigation. Reference:(B)(4)

Event description:
It was reported by the rep through email, "the working tip of needles on 2 different patients broke off and were not able to be found. One of the patients showed a tiny fleck on x-ray that dr (B)(6) declined to retrieve at that time due to it being a freshly closed wound and so small. The other showed no evidence of tip on x-ray: resolution: additional suture was opened. Ref (B)(4)